Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00241.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil detachment handle (handle), pod coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to detach the first pod coil using the handle after several attempts were made. Therefore, the handle was no longer used in the procedure. The procedure was completed using a new handle, the same pod coil, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned handle revealed an undamaged, functional device. The handle was tested on a test fixture and performed within specification. The nose cone was removed from the handle body and was measured to be within specification using pin gauges. The root cause of the detachment issue during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00241.